Event description:
It was reported during a cholecystectomy procedure, that scissoring occurred. Another like device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.